Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, g3, g4, g7, h1, h2 and h6. T was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation. The patient reported becoming aware of perforation of filter struts outside the ivc and perforation of filter struts into organs approximately fifteen years and five months post implant. The patient also reports experiencing strokes and fear related to the filter. The results of computed tomography (CT) scans done approximately fifteen years and two weeks after the index procedure indicate that the filter was located below the renal veins. The report states that some of the filter struts have penetrated thorough the wall of the inferior vena cava (ivc) into the pericaval/mesenteric fat. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported event of perforation of the ivc and organ could not be confirmed or further clarified. A cerebrovascular accident (stroke) does not represent a device malfunction and may be related to underlying patient specific issues and or pharmacological factors. It is unknown if the stroke(s) are embolic or hemorrhagic in nature. With the limited information provided and no post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Anxiety does not represent a device malfunction, rather may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Correction section d6: implant date corrected to (B)(6)2003.

Event description:
The results of computed tomography (CT) scans done approximately fifteen years and two weeks after the index procedure indicate that the filter was located below the renal veins. The report states that some of the filter struts have penetrated thorough the wall of the inferior vena cava (ivc) into the pericaval/mesenteric fat.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the ivc and perforation of filter struts into organs. The patient has also experienced strokes and fear.

Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. Please note that the contact is not a medical professional but a more accurate choice is not available. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported event of perforation of the ivc and organ could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury, damage to the patient, including but not limited to inferior vena cava (ivc) perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain, suffering, and other damages.